Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion tests and self test. No unexpected pump error 37, motor errors, or prime, rewind anomalies were noted during testing. Motor was tested outside the device, and it passed. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had insulin pump error alarm. Customer was able to clear alarm. Customer was not able to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.